Manufacturer narrative:
The customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Event description:
The customer reported to vyaire medical that the vela ventilator was on a patient alarmed transducer fault, high pip (peak inspiratory pressure) and low ve (ventilation). The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.